Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was powered off and back on per protocol to apply updates. Upon restarted, the unit failed to come back online and was not communicating with the server. After an additional power cycle attempt, the screen displayed a blue recovery message stated: your pc or device needed to be repaired. The operating system could not be loaded because a critical system driver was missing or contained errors. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hard drive corrupted. The field service engineer (fse) replaced the hard drive and imaged the device to version 1.11, completed device sync, and enabled remote support service with component manager installed. Drawer communication issues were identified due to a non-communicating comm sled, and a firmware fix was applied. After a proper reboot, the communication sled and drawers communicated successfully, and all drawers were responsive and visible in hardware test application mode. The system functioned as intended after the field service engineer (fse) resolved the issue.